Event description:
A review of svc data detected a reportable problem. During eval, battery charger/modem sn (B)(4) was unable to charge a battery. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon eval the battery charger/modem was unable to charge a battery. The charge for the inability to charge a battery was isolated to corrosion on the battery board contacts. The cause of the corrosion was likely contamination of an unk substance. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.